Event description:
It was reported that the patient was having difficulty charging the ipg. The patients ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned.